Event description:
Manual breath button in the simv mode did not function. Pt (newborn) had to be manually resuscitated and then bagged until another ventilator was placed on the infant. This was rental equipment. Tested manual breath function. Delivers manual breath in CPAP mode. Meets spec.